Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported system hot error, which was confirmed through the data log and physical inspection. The motherboard was found with a broken l3 component, causing the unit to shut down with a system hot error. Additionally, the feed waste manifold was cracked in the middle. Both issues appear consistent with high impact, possibly from a drop. The housing and uip also showed cosmetic damage.

Event description:
It was reported that the patient's system was getting too hot. The columns were replaced, but the issue persisted. Patient had a panic attack on public transportation when the machine started beeping and was taken to the ER. A replacement device was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.